Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient has to tilt his head over to feel stimulation ¿shock¿ him in his arm. The stimulation is for his arm and he thought that he needed to have his stimulation adjusted. This started occurring two days prior to the report on (B)(6) 2016. The impedances were within normal limited. The patient¿s sensor was activated to see if this would help with rolling at night. There was minor lead migration, but the patient has good coverage. The head tilting over to have the feeling of stimulation the patient¿s arm had been resolved as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.